Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 at around 10 pm with a high blood glucose level. The customer did not provide the value of their blood glucose levels. The customer received a no delivery alarm and the parent was unable to fill the tubing. The customer would like to return the set for analysis. The customer was not wearing their insulin pump during their hospital visit. The customer did not return the product back for analysis.